Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant the patient experienced pocket infection. Cultures were taken and gram positive was confirmed. The implantable pulse generator (ipg) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.